Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Active device history log review: n/a, defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2026 and (pump time) 4:40pm an infusion start of 25ml/hr and 2 hours, and with volume infused to 1.05ml an air alarm followed by purge (prime) and at 4:46pm an infusion start. At 6:02pm with volume infused to 32.49ml 2 air alarms and purge with no further infusions taking place.

Event description:
As reported by the user facility: customer is claiming that our pump ran a drug (magnesium sulfate) too fast. Pump showed an hour left, but the bag was empty.